Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medbank was stuck in windows login screen and cubie drawer did not open. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed the issue was not able to be reproduced again. The tss requested the customer to contact if the issue reoccurs.